Event description:
It was reported that the entire system was explanted and replaced. The electrode was replaced for high impedances and stimulation. The pulse generator was replaced due to premature battery depletion. There were no additional adverse patient effects.